Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: [3012307300-2022-20288]. The report was submitted in error., corrected data: corrected information provided in h10.

Event description:
It was reported that a no disposable alarm occurred. The user silenced the device, reviewed the settings, and closed the clamp. Then proceeded to remove the cassette and gently tapped the cassette and massaged the tubing to disperse the air bubbles in the line. The cassette was replaced, however, the alarm persisted. The user repeated the troubleshooting steps one more time but the device alarmed again. After the second attempt the user powered off the pump. No patient injury was reported.

Manufacturer narrative:
No product was returned however the pumps operators manual indicates that the pump will alarm no disposable if a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. The root cause could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if the product is returned or if additional reportable information becomes available.